Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no damage and a completely depleted battery. A review of the system logs showed the handle failed the motor test. Physical inspection of the motors showed that the hall effect sensor circuitry inside was damaged. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to a component failure. Without a hall effect sensor signal the motors cannot operate. This can result in loss of articulation, rotation, a failure to fire, failure to complete a firing, failure to retract, or failure to unclamp. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic colorectal procedure, during preparation, when the device was turned on for the first time, an error mark showed on the display. Another handle was used to complete the case. There was no patient injury.